Manufacturer narrative:
The investigation into the automated impella controller (aic) purge disc/flag issues has been completed. Data analysis: the aic log from the complaint date shows that the console issued a purge pressure low ¿ alarm issue which is due to the misalignment of the purge retainer and the dislodged flag, which confirms the reported failure that the blue purge disc manifold loose and pressure unreliable. Device analysis: the console was tested after arriving in field service. Upon visual inspection, it was confirmed that the disk detect flag was dislodged, and the retainer was not flushed with the aic. No dextrose residue was found. The root cause for the purge pressure low was because of the dislodged disk detect flag and the misaligned blue retainer.

Event description:
The user facility reported an 86-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the automated impella controller (aic) blue purge disc manifold became loose and the pressure was unreliable. The aic was swapped out for another aic. There was no patient harm related to this event.